Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had developed an infection. The patients implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were extracted. It was noted that the ICD had been implanted with a antibacterial absorbable envelope. No further patient complications have been reported as a result of this event.